Event description:
Customer alleges this is the 2nd replacement that allegedly has a broken frame as well as casters are bent back. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ct7a, serial number/date code: (B)(4) is approximately 8 months old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown, if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumers preexisting medical condition states, he is a t2 paraplegic. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the frame on his ct7a wheelchair has allegedly broken, causing him to fall. Consumer also alleges that casters are bent, no indication as to which caster(s). This is the consumers only means of mobility. Invacare consumer affairs is to be contacting the consumer. No injury or medical intervention is mentioned in the complaint.